Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure. According to the complainant, the basket "miss functioned." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure. According to the complainant, the basket "miss functioned." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The device manufactured date is 04/27/2010. The gemini stone retrieval paired wire helical basket was received within original un-opened sterile packaging, which indicates the product was not opened or used. A visual evaluation verified that there was no apparent damage to the device or the packaging. A functional evaluation was performed and the basket opened and closed without issue. No issues were identified. Based on the product analysis, the most probable root cause for this complaint is not confirmed. The complainant confirmed the correct device was returned for analysis. Both devices in their inventory with this lot number were returned.